Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) regarding a an event which occurred during a med procedure. It was reported that during the operation, the focus was not good, but the operation was continued as it was and completed. No patient injury / complication was reported.